Event description:
It was reported to medtronic minimed that the customer experienced report anomaly, report generation error. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was not performed. Unable to resolve with existing troubleshooting or labeled instructions issue escalated no harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation/testing summary: an attempt was made to reproduce the issue by trying to generate reports for the provide user from carelink personal application and confirmed that the issue was an existing system behavior. To investigate further , we pulled the data upload from carelink database and observed that user has made a future time change on the pump which made the future time display on the reporting page in carelink personal application. To assist with the resolution , requested the helpline team to update user with the below information. --when selecting the reporting period to generate within carelink personal, they will have to manually change the date back to the desired date of the report they wish to generate each time. This is expected behavior for now, there is an enhancement request to address this in the future release. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause is that the user performed a future date change in the pump , carelink application shows the most latest updated date in report generation page. Analysis summary: a future time change was performed on the pump by the user. When selecting the reporting period within carelink personal, the data for the changed dates is not displayed. This behavior is currently expected, and there is an enhancement request # ccr-155 to address this in the future. Esf number: afc code: za14af no issue found software requirement document number: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.